Event description:
It was reported the patient experienced discomfort at the peripheral lead (off-label) strain relief loop site. The strain relief loop was revised on (B)(6) 2014 and the scs system is "working well". The patient received 2 peripheral leads (off-label) with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.